Event description:
The pt had his second ever tpe procedure on (B)(6) 2011. He developed hives at the conclusion of the first procedure on (B)(6) 2011. He would not consent to pre-medication with benadryl on the second procedure. The second procedure went fine, but he called the ctr 45 minutes after he left stating that hives developed. He returned for benadryl. The pt did not require f/u and is stable. The disposable is unavailable for eval because the customer discarded it. This report is being filed due to medical intervention.

Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.